Event description:
There was a reported issue with the unit is on (B)(6) 2024 at around 6:50 am. The unit was on a patient, and it got an alarm, device failure 3. They swapped the ventilator out. There was no reported patient injury. However, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.

Manufacturer narrative:
The investigation was based on the reported event and logfile analysis of the affected vn500 device, produced in june 2017. Additionally, an investigation was performed by dräger tech support. Quality reached out to the customer for an update on the status of the machine. No response was received from the customer. The analyses of the provided log file have shown that the cockpit infinity c500 posted a "device failure (3)" on the reported time. Furthermore, restarts of the ventilation unit can be observed around the time of event. During one of them, the internal communication between the cockpit and the ventilation unit cannot be reset within expected time, at 6:50am. Therefore, the alarm message "device failure (3)" was posted. Root cause was a malfunction of the pba m16.2 board (faulty therapy control unit m16). The device alarmed and behaved as specified. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a restart of the ventilation unit will be triggered with accompanying alarm. The restart sequence lasts for a maximum of 8 seconds. During that time the emergency-breathing valve remains open to ambient allowing for spontaneous breathing. After successful restart the ventilation will be automatically resumed and continued with the latest settings. If the internal communication between the cockpit and the ventilation unit cannot be reset within expected time, the alarm message ¿device failure (3)" will be posted. It is recommended to replace the therapy control unit m16 and cf card and testing the device according to manufacturer¿s specification prior to putting it back into service. The number of the reported restarts of the ventilation unit with accompanying device failure (3) alarm is monitored and accepted by the responsible product quality board. The results of the investigation did not reveal any new risks which are not covered by the product risk management file. H3 other text : on-going.